Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified: sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, (pain, calcification, nipple sensation increase/decrease, and varied injuries, malaise, inflammation/irritation, and migration-ndr).

Event description:
Patient reported the events of ¿rupture¿, "pulling pain¿, ¿capsule¿, ¿numbness in the nipples¿, ¿calcification¿, ¿left breast slips up", "jaw and tooth inflammation¿, ¿hair loss¿, ¿teary eye¿, ¿fatigue¿, ¿difficulty concentrating¿, ¿lack of motivation¿, and ¿mood swings¿. The device was explanted. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, calcification, nipple sensation increase/decrease, and varied injuries-ndr, malaise-ndr, inflammation/irritation-ndr, and migration.

Event description:
Patient reported the events of ¿¿rupture¿, which is considered serious and reportable. Patient also reported "pulling pain¿, ¿capsule¿, ¿numbness in the nipples¿, ¿calcification¿, ¿left breast slips up" which are not considered serious and will not be reported. Patient additionally reported "jaw and tooth inflammation¿, ¿hair loss¿, ¿teary eye¿, ¿¿fatigue¿, ¿difficulty concentrating¿, ¿lack of motivation¿, and ¿mood swings¿ which are not related to the device. The device was explanted. Left side.